Manufacturer narrative:
Approximate age of device ¿ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The cause of expiration was reported as due to global neurologic event, post-lvad exchange procedure performed on (B)(6) 2016. The ¿global neurologic event¿ was not specified as a stroke or anoxic event. CT scan of the patient¿s brain showed diffuse hypodensities of the bilateral frontal, temporal, and parietal lobes, along with the cerebellar hemispheres. No hemorrhage was noted. It was reported that the newly implanted lvad operated as expected. Additional information was requested, but was not provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported neurologic event and subsequent patient outcome could not be conclusively determined. The instructions for use lists neurologic dysfunction and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event.